Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an infection at infusion set insertion site on (B)(6) 2025. Patient discussed the infection with the health care professional and recieved the medication for the infection. Infusion set was used for 2-3 days. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.